Event description:
It has been reported that the catheter was placed into the pt's radial artery in the general itu. The arterial catheter seems to be causing ischemia of the fingers after insertion. Follow up info received on (B)(4) 2012 states that the tips of some of the pt's fingers may be necrosed and may need surgical amputation. There is no additional info available.

Manufacturer narrative:
Manufacturer control no. (B)(4). A sample will not be returned.